Event description:
A caller reported an issue with the touchscreen responsiveness of their pump, stating that the screen was frozen and unresponsive to input. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset information by technical support and plans to reset the pump when they are ready. No additional information is available at this time.